Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-07164. It was reported the patient¿s lead was superficial to the skin, and it looked like the lead incision site was re-opening. Fluoroscopy revealed the right lead migrated out of the l1 vertebral level foramen, and the left lead was still in place. The patient experienced no loss of stimulation from this issue. As a result, the physician explanted the drg system. Note: both of the patient's leads are being reported because bilateral leads were implanted at the l1 vertebral level and it is unknown which l1 lead was liable.